Event description:
It was reported that a patient underwent manipulation under anesthesia on the right knee on an unknown date for unknown reasons. No further impact to the patient was reported. No additional information is available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: b3, h6. MDR section codes updated/corrected: b, e, f. The reason for the bone-fracture reported cannot be conclusively determined but may be related to a patient condition, and/or surgical techniques. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.